Event description:
Boston scientific crm received information that this product was part of a system explant due to erosion. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Should additional information become available, this event will be updated.